Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument wire snapped. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no thermal damage to the instrument. No arcing was observed. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable. Additionally, the instrument was found to have a broken conductor within the bipolar yaw pulley, at the distal clevis. No thermal damage was found on the instrument. Components adjacent to the broken wire do not show damage. Additionally, the instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. Aa a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. A review of the procedure logs confirmed there was another energy producing instrument in the procedure.